Manufacturer narrative:
The hill-rom technician found the brake casters not holding most likely due to wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating brakes are not holding. The bed was located at the account on the medsurg floor. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).